Event description:
The patient's high impedance is addressed in medwatch report number: 1644487-2007-01376. At the time of the reported clinic notes dated (B)(6) 2007, it is unknown if the patient also had high impedance attributing to their seizure events as currently no programming history is available after good faith attempts have been made.

Event description:
Clinic notes were received for review on a vns patient. They reported that the patient was experiencing apnea and increased seizures mentioned in a clinical dated (B)(6) 2007. Reported as current seizures characterized by apnea. There are increased seizures over the three months. Good faith attempts have been made and thus far no further information has been attained.